Event description:
It was reported that during a da vinci-assisted surgical procedure, a clip from the 8 mm medium-large clip applier instrument malfunctioned into a blood vessel and when bitten down, and it became stuck. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.